Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Upon triage the service tech found the pump has a power supply that is burnt.

Manufacturer narrative:
An evaluation of the scd express was performed for the reported condition of, ¿the unit had water damage.¿ the unit was triaged and the customer¿s reported condition was confirmed as well as a burnt power supply. Liquid ingress caused the pcba to corrode, and is the result of customer misuse. A review of the device history record shows that this unit was manufactured and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.